Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this issue. The investigation for this complaint was completed at mako surgical corp using the files and system logs provided by the makoplasty specialist. The root cause analysis demonstrated that the robotic arm base array loosened and subsequently rotated prior to resection and implant placement.

Event description:
The surgeon performed a total hip arthroplasty with the assistance of the mako robotic arm interactive orthopedic system (rio) on (B)(6) 2012, which resulted in an acetabular cup inclination outside of the plan. The surgeon determined that the proper course of action was to complete the procedure manually. The procedure was concluded successfully.